Manufacturer narrative:
While the root cause of the event cannot be conclusively determined, with review of the available information there is no evidence to suggest a relationship to any device performance or manufacturing issues. Factors which may have contributed to stroke and eventually death in this patient include pre-existing comorbidities. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of heart fa from refractory end-stage left ventricular heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks and adverse events to include neurological dysfunction. Also lvad pump candidates often possess several risk factors which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility that can attribute to neurological dysfunction. Neurological events are known potential complication associated with all patients implanted with vads. Adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as neurologic dysfunction and death. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient while having a "prolonged hospitalization, patient suffered an embolic cerebral vascular accident (cva), after history of driveline and peritoneal and sternal infection." "Cva resulted in right sided weakness that did resolve and then patient was sent to rehabilitation and then sent home on hospice." It was stated that the patient "did not wish to have additional surgery, and was deemed a poor candidate." No additional information provided. Investigation is ongoing.

Manufacturer narrative:
It was stated from the site the patient had a prolonged hospitalization and went home with hospice and eventual death. Investigation is ongoing. No additional information available at this time. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.